Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. During power-on testing, multiple led segments were unable to illuminate. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection isolated the led segment failure to an open connection between multiple nodes on the system board. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.

Event description:
The customer reported: "cannot take reading of display. Display missing some segments. No patients were involved.". No patient impact or consequences were reported.